Event description:
User received a questionable low result for uric acid version 2 (ua2) on the cobas integra 400 plus analyzer. The event involved one patient sample that gave discrepant results. The initial result was 0.0 mg/dl. On (B)(6) 2010 the technical support specialist suggested the user inspect the probes due to an instrument alarm the user received. The user found the tip was missing off probe c. He replaced the probe and ran performance tests which were acceptable. The user then repeated the patient sample which yielded a result of 5.9 mg/dl. The patient was not affected as the initial result was not reported outside the laboratory. The reagent lot number for ua2 was 62799201. The issue was resolved by replacement of probe c. The user confirmed the analyzer continued to operate successfully following probe replacement.